Event description:
Allegedly removed during the revision of another component.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. Although several attempts have been made, no medwatch 3500a has been received from the user facility. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00465, 00466, 00468.